Event description:
Right ventricular (rv) lead exhibited high impedance warning. The patient experienced syncope, dizziness. Right atrial (ra) lead was competitor lead as well (sn: (B)(6). Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).